Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and imaging were provided and reviewed by an internal clinical representative with the following impression: there were suboptimal medical documentation and adequate imaging studies available for this review. Product use was incongruent with the IFU and might have contributed to the reported event due to: iliac artery diameter greater than 2.3cm and angulated greater than 90 degrees. Cautionary product use conditions that might have been a contributing factor included: the ruptured state of the aneurysm, multiple patent lumbar arteries; and, moderate-severe calcifications at bifurcation/bilateral iliac arteries. There was substantiated evidence of: a persistent type ii endoleak involving the proximal and distal left iliac at the index procedure. The leak was observable on the CT scan done two days post index, and was even more pronounced on the CT scan three months post index. Although the diagnostic angiogram demonstrated early blushing seen at the anterior bifurcation, the diagnosis was two separate type ii endoleaks (l4 and median sacral); although the hypogastric artery might have been a type ii endoleak source as well. There was evidence of a stent collapse of the left iliac extension due to the severely angled left iliac artery. Another procedure is planned to remedy the endoleaks. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that a patient presented emergently as a potential rupture and an emergent aaa repair was performed. Reportedly, the patient presented with a large 7cm abdominal aortic aneurysm that extended into the aortic bifurcation and both cia's bilaterally (33mm and 27mm). The physician implanted a bifurcated device, an infrarenal and suprarenal aortic extensions, and two limb extensions. Due to the urgent nature of this repair and anatomical considerations, the physician elected not to coil the left internal iliac artery prior to bypassing this with a 16 x 88 limb extension. The procedure was concluded. The patient was seen approximately 3.5 months post implant and a cta scan showed an endoleak (which may be coming from the left internal artery, which was noted patent, even with device past the origin). The physician's course of action is to consult with an interventional radiologist to confirm the location and to treat. The patient is being monitored.